Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "monitor network disconnect" error as well as a "screen control initialize error". The customer also reported that the screen appears to be blue. They rebooted the unit and swapped the hdd's, but the issue persisted. They will be sending this cns in for a repair/evaluation. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "monitor network disconnect" error as well as a "screen control initialize error".